Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). The philips technician evaluated the ventilator and was able to duplicate the issue and a malfunction of power management (pm) pcba was confirmed. The ventilator was in patient use at the time of the reported event but there was no harm to the patient. The unit was unable to restart, so the patient was ventilated by ambu bag and was placed on another ventilator. The power management pcba and the flow sensor were replaced. The philips technician evaluated the ventilator and a malfunction of power management pcba was confirmed. After several attempts, no additional patient information was received from the customer.

Event description:
The customer reported that while in patient use the ventilator was connected to a cylinder and then later connected to the wall piping. After that, the device suddenly powered off. The alarm "ventilator inoperative" sounded when the event occurred. The ventilator was in patient use at the time of the reported event. The unit was unable to restart, so the patient was ventilated by ambu bag and was placed on another ventilator. There was no harm to the patient.

Manufacturer narrative:
(B)(6) 2019 (B)(6) 2018 the philips failure investigation (fi) engineer evaluated the power management printed circuit board assembly (pm pcba). Visual inspection of the pm pcba revealed no evidence of damage or contamination. The fi engineer determined the root cause to be a u11 failure on the pm pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.